Event description:
It was reported that a review of a remote transmission indicated that the implantable cardioverter defibrillator (ICD) was pacing below the programmed lower rate, however none was observed in the transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.